Event description:
It was reported that the patient presented in clinic for routine follow-up. Upon interrogation, the pulse generator exhibited a diagnostics anomaly. No intervention or patient symptoms were reported. The patient would be monitored.

Manufacturer narrative:
UDI (di): (B)(4).